Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 28-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Rep reports the pt had a fall. Asked but rep did not know when the fall happened. Rep reports the doctor determined with x-ray that the lead has moved. Pt also reports that since the fall the ins is not holding a charge. Pt has to charge more often. Asked but rep did not know if pt fell on the ins. Rep reports the doctor is going to replace the ins and lead. Rep said the impedances looked good. Patient had a return of pain. Physician states patient reported they fell and stimulator was not working. Physician confirmed lead moved inferior so they revised the lead to place it where it was for initial implant. Physician stated that the patient was unhappy with results and demanded a new battery since they fell on it and it wasn¿t working since. The issue is resolved. Additional information was received from a manufacturer representative (rep). The rep reported device serial number.